Manufacturer narrative:
H10: the rse advised the customer to replace the second-generation liquid crystal display (lcd). The customer acknowledged and informed the rse that the replacement part would be ordered. Multiple attempts have been made on 06nov2023, 16nov2023, and 28nov2023 to try to obtain further information about this issue, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was very dim at the highest setting. It was reported that there was no patient involvement at the time the issue was discovered. The customer additionally noted that the biomedical engineer (bme) was able to duplicate the issue. The device cycled normally but had a very dim display. The remote service engineer (rse) advised the customer to replace the second-generation liquid crystal display (lcd) to correct the reported issue. Investigation is ongoing.